Manufacturer narrative:
A manufacturer representative went to the site to test the system. The system passed the system checkout. Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that on (B)(6) 2021 the system lost accuracy. Once they went sterile, the accuracy was off. The site said they did not bump the frame. They were inaccurate by a few inches. When touching the tip of the nose navigation showed on the cheek. They tried to re-register in the sterile environment and had the same issue, so they aborted navigation. The probable cause was thought to be reference frame movement and not having enough anatomy to trace on and pass accurately. There was no patient impact. The procedure was delayed by an hour and a half.